Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made since at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. A device history review could not be conducted since the lot number was not provided. If the defective samples become available at a later date, this complaint will be updated accordingly. No corrective actions can be implemented and the customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: aortic punch is would not fire; customer had to pull single sterile. There was no patient injury.